Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and pleural effusion approximately three days post implant. It was also reported that the right atrial (ra) lead dislodged into the right lung. The lead was explanted and the ra port plugged. No further patient complications have been reported as a result of this event.